Manufacturer narrative:
Evaluation summary:results indicate confirmation of the reported event. Reference renq-CAPA-0031 for cracked / broken spikes. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.

Event description:
Baxter reported a transfer set whose spike was broken by a clean flash device. No patient injury or medical intevention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on oct 19, 2007.